Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) had a white display screen with lines all over it. The device was on an arm and was not accessible to anyone. No patient harm was reported. Investigation summary: the reported device was returned for repair. The unit was evaluated, and the complaint was duplicated. The cause was determined to be a circuit board failure. A complaint history review for the bsm-6000 did not show any trend for this issue. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/03/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/10/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 06/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied but did not provide the requested device information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had a white display screen with lines all over it. The device was on an arm and was not accessible to anyone.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had a white display screen with lines all over it. The device was on an arm and was not accessible to anyone. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had a white display screen with lines all over it. The device was on an arm and was not accessible to anyone.